Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery cap couldn't tighten to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is completed a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: there were pump reboot events observed in the device's black box. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was a crack along the side of the battery compartment threads. The battery cap threads were undamaged. A power loss could not be duplicated, but an event was observed in the device's history. The returned battery cap was used for a 24 hour test without any power issues. Unrelated to the power allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.